Manufacturer narrative:
The device is not available for eval; the filter was removed, however, has not been returned to the u.s. Importer or MFR for eval. A review of procedure films performed by a MFR representative was inconclusive. The batch number of the involved vena cava filter is unk. No thorough investigation is possible.

Event description:
In 2009, a male pt underwent a routine filter placement via the right femoral approach. The filter was placed in the infra-renal ivc per the hospital protocol.this filter was placed in preparation of surgical intervention on pt's right knee. Through a routine chest x-ray taken four months later, it was reported that the filter had migrated to the pt's right ventricle. The pt is asymptomatic. A second filter was implanted.